Event description:
It was reported that during a procedure of the right superficial femoral artery (sfa), the 0.014 balance middleweight guide wire tip became separated. The separated tip was removed from the anatomy with a snare device. There was no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4) - incorrect anatomy. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified. It was reported that the balance middleweight (bmw) guide wire was used in the sfa. It should be noted that the bmw instruction for use states: all hi-torque guide wires are intended to facilitate the placement of balloon dilatation catheters during percutaneous transluminal coronary angioplasty (ptca) and percutaneous transluminal angioplasty (pta).